Event description:
It was reported the pt was in an automobile accident on (B)(6) 2012. Afterwards, the programmer had difficulty communicating with the ipg. X-rays were taken and revealed the ipg had moved. On (B)(6) 2012, the ipg was repositioned and performs as intended.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.